Event description:
It was reported that there were no air or oxygen readings. Patient involvement information was not provided by the customer. The ventilator was evaluated by a non-medtronic service provider and the oxygen delivery was out of specification. The oxygen sensor was replaced, which resolved the condition. Medtronic was not authorized to service the ventilator.